Manufacturer narrative:
This report is reported post 30 days due to technical difficulties related to the esg account.

Event description:
On (B)(6) 2016 the (B)(6) reported on a situation where the hand piece trigger switch on the mgl-le system failed to operate correctly. The handpiece finger switch got stuck and one pulse was delivered after releasing the finger switch, treating a patient. The finger switch was replaced. There were no reported injuries.